Event description:
It was reported that the atrial lead dislodged. The lead was successfully repositioned on (B)(6) 2014. There were no adverse patient events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.